Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device log was provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective force sensor kit was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, conductivity test and optical sensor test were performed. All results were compliant with specifications. It was noticed that sensor value was constant when increasing or decreasing pressure with weight. However, sensor value was found slowly drifting from initial value after releasing pressure and while holding the weight. This condition would have created a back pressure calibration issue. Based on available information, the root cause of the reported issue was linked to a defective force sensor. An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Customer reports the following: "displayed error number 22-0008 after the device is turned on." This is a force sensor error. Reporting due to the referenced technical error; no harm to patient was reported. More information is needed to complete the investigation.